Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device battery status was low and troubleshooting could not be performed. A device replacement would be scheduled. No additional information was reported.